Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing bowel discomfort which gave him diarrhea. The patient underwent an explant procedure. The physician did not believe that the bowel discomfort was device related but did mention that the patient complained of bowel discomfort and diarrhea. No device malfunction was suspected.